Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that a patient experienced bilateral xia rod fractures. Approximately three years after implantation, the patient fell and experienced, "sharp pain." Subsequent CT scans showed the fractured rods. Revision status is not currently known. This report captures the first of the two rods.

Manufacturer narrative:
Device location unknown.

Event description:
It was reported that a patient experienced bilateral xia rod fractures. Approximately three years after implantation, the patient fell and experienced, "sharp pain." Subsequent CT scans showed the fractured rods. Revision status is not currently known. This report captures the first of the two rods.